Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm which caused an unexpected restart and the device was dead. Customer stated that the alarm occurred again despite changing the batteries. Customer's blood glucose reading was noted to be 220 mg/dl. Through troubleshooting it was noted that the blank display did return, however the error alarm persisted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected restart alarm noted. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.